Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for unknown issues with the test strips. Pharmacy is calling on behalf of the customer. Due to language barrier the customer is unable to explain what the issue is with the strips. Customer obtained the 100ct strips from the pharmacy about 2 months ago and the first 50ct works fine but the second does not work. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date was not provided.